Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately shocked. It was discovered that the shock occurred because the ICD was in back up mode. Therefore, the device was reprogrammed to its original settings. The patient condition was stable.